Manufacturer narrative:
Bci field service engineer (fse) determined that the wash tower vacuum valve was failing intermittently and the vacuum probe tubing was cracked. Tdm (therapeutic drug monitor) qc was still high after calibration, although other calibrations and qc were good. The fse replaced photometer and numerous bubble generator valves but problem did not resolve. Further troubleshooting revealed a defective y connector on the degasser assembly, which was restricting water flow to bubble generator. Fse verified repairs per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to qc failures on the cartridge chemistry side and fluid leaks on synchron lxi 725 clinical system. The customer observed a dry white crusty substance on the black tray below the reagent probe and some liquid on the tray after cleaning the dry substance. The customer also reported cuvette not dry errors. There was no effect to patient or user.